Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump screen was stuck and keypad was unresponsive. The customer¿s blood glucose level was 211 mg/dl at the time of the incident. The customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test, self test and all the operating currents tested within the specific range.